Manufacturer narrative:
(B)(4). Batch number r58c5n. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A cartridge reload was received unfired and loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It was determined that the reverse button slides freely in frame b when disassembled. The reverse button slider was extremely difficult to slide. Cracked lever reverse button. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported by the sales rep that during a pneumonectomy, the knife did not move forward at the 2nd firing. The manual override lever was used to release the device since the knife reverse switch did not function. Another device was used to complete the case. There were no adverse consequences to the patient.